Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the serfas wand over heated and melted at the tip. It was further reported that the unit arched while inside the patient.